Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no network related issue. A field service engineer went through troubleshooting to rule out hardware failure, and the issue appeared to be network related. Further mentioned that pharmacy technician agreed to reach out the hospital informational technology (it) department to resolve the network issue and later informed that issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had disconnected mode and critical override, went offline on remote support service. Customer stated that there were no reported network issues and no disconnected cables at the back of the station, then tried to reboot but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.